Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed failed battery test and battery out limit. The customer's blood glucose was unknown at the time of incident. The customer reported the insulin pump ran out of battery, but took too long to change and received the alarm. The customer did troubleshooting and the issue was unresolved. The insulin pump will be returned for analysis.